Manufacturer narrative:
It was reported the delta xl patient monitor was unable to detect ECG during surgery when the patient under anesthesia. Out of concern for potential changes in the patient¿s condition, the surgical procedure was temporarily paused, and a spare monitor was deployed to allow the operation to proceed successfully. There was no patient injury reported. Draeger service performed an initial assessment of the affected delta xl and found that the connection cable to the anesthesia machine was damaged. There was no malfunction of the delta xl monitor in use. Mulitple attempts were made to obtain additional information regarding this event, but no further information was made available.

Event description:
During a surgical procedure, the electrocardiogram (ECG) waveform on the delta xl anesthesia monitor ceased to display. This malfunction was immediately visible to the clinical team. In response, the attending physician temporarily paused the surgery and relied on manual methods to monitor the patient¿s vital signs. Initial troubleshooting included restarting the monitor via power cycling, which did not resolve the issue. The monitor was then replaced with a backup device from an adjacent operating room, allowing the procedure to continue safely. There was no report of adverse patient impact.

Manufacturer narrative:
Draeger has started an investigation. A follow-up report will be submitted upon completion.

Event description:
During a surgical procedure, the electrocardiogram (ECG) waveform on the delta xl anesthesia monitor ceased to display. This malfunction was immediately visible to the clinical team. In response, the attending physician temporarily paused the surgery and relied on manual methods to monitor the patient¿s vital signs. Initial troubleshooting included restarting the monitor via power cycling, which did not resolve the issue. The monitor was then replaced with a backup device from an adjacent operating room, allowing the procedure to continue safely. There was no report of adverse patient impact.